Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a saline infusion on a cardiac patient, the IV tubing separated at the top of the silicone segment and IV fluid leaked onto the floor. No patient harm occurred. New tubing was obtained to continue the patient's infusion.